Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid and abdominal pain. The breach in aseptic technique was further described as the patient made an unspecified mistake. One day after the initial symptom onset of cloudy fluid, the patient was hospitalized due to abdominal pain. The patient was treated with vancomycin injection (1gm, per day, discontinued, route and duration were not reported) and amikacin injection (100mg, per day, discontinued, route and duration were not reported) for the events. At the time of this report, the patient has recovered from the events and remained hospitalized for another indication. Pd therapy was discontinued, the pd catheter was removed due to peritonitis and the patient was switched to hemodialysis (twice a week). It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.